Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited undersensing and loss of capture due to a dislodgement. Subsequently a revision procedure was performed where the lead was successfully repositioned. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.